Manufacturer narrative:
Evaluation summary: as a result of the investigation, during the repair, an abnormality was found in the ccd. So it is assumed, that the image abnormality was caused by it. Correction information: h6: coding changed, based on the investigation result.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video gastroscope eg29-i10c sn: (B)(4). In the event reported the user stated there is green lightning bolt streak on screen which. There was no adverse event reported with this complaint. Pentax customer service issued (B)(4) for the device to be returned for further evaluation. The device was received at pentax service facility on service order (B)(4) for further evaluation where pentax inspector confirmed the user narrative. Additional defects were also found. Additional findings: fluid invasion in pve connector image blackout image blurry or foggy passed wet leak test passed dry leak test distal body chip at channel opening at thinnest part light carrying bundle led light is not working or not function fluid invasion not observed in control body insertion tube mild discoloration at stage 1 customer complaint confirmed the device was repaired where all the defects were corrected and returned to the user on delivery (B)(4). Parts replaced: o-rings and seals distal end assy w/tubes & cmos assy adjusting collar bending rubber insertion flexible tube connector frame assy a review of the service history indicates that the device was routinely serviced at pentax service facility since installation on 29dec2020.